Event description:
The reporter noted: "shredding graft happened during a procedure." Additional information received on (B)(6) 2012 noted: "surgical intervention" was performed. Additional clinical information regarding the event was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.